Manufacturer narrative:
Block b3: date of event: date of event was approximated to april 1, 2025, based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clip could not be deployed.

Event description:
It was reported to boston scientific that a resolution 360 clip was used during a procedure on an unknown date. During the procedure, the clip failed to deploy. The procedure was completed using another resolution 360 clip. There were no further patient complications reported as a result of this event.